Manufacturer narrative:
H10: multiple attempts were made on 29jan2024, 06feb2024, and 13feb2024 to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting an intermittent touchscreen function on the v60 ventilator. The device was in clinical use. There was no harm or other patient impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme performed multiple touchscreen calibrations which failed the bme reported no damage or residue was noted in visual inspection. The rse reported the device drifted out of calibration and advised touchscreen replacement.